Event description:
The patient reported that the ok keypad button was unresponsive while attempting to unlock the pump. He noted that the ok button still clicks and springs back when pressed. The patient stated that there is no damage to the keypad; he wears the pump in the shower; and the pump is not exposed to cleaning products.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All buttons respond to presses appropriately. The keypad was removed and adhesive was found under all the button contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: e3a, date of manufacture: 11/2009.